Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the recurrent mitral regurgitation. It was reported that on (B)(6) 2018 one mitraclip was implanted in the patient with grade 3-4 functional mitral regurgitation (mr). The mr grade was reduced down to a zero grade. On (B)(6) 2019 and (B)(6) 2019 echocardiograms found an mr grade 1 or mild. In the opinion of the physician the increase in mr is related to the mitraclip. No additional information was provided.

Manufacturer narrative:
Patient codes: 2199 labeled. (B)(4). Correction - patient coding 1964 removed. The device was not returned for analysis. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, the mr appears to be related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received from the physician who stated that the implanted mitraclip was stable and attached to both leaflets. The discharge echocardiogram was performed on (B)(6) 2018 which showed a mitral regurgitation (mr) grade of 1 and this mr was considered not clinically significant. The mr is not related to the mitraclip device. No additional information was provided.